Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed hardware low level failures alert. The customer's blood glucose level was 241 mg/dl. The customer reported that she was able to clear the alarm as well as complete the insulin pump rewind successfully. The customer was advised to perform self test and it did not pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised to put the insulin pump in storage mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test however, device alarmed hardware low level failures error during the self test and hardware low level failures error is found in the downloaded history file due to broken trace at pin on the keypad assembly.